Event description:
It was reported that the pump exhibited a cassette not attached error during testing. During physical inspection, it was confirmed that there was a high priority alarm, cassette not attached properly. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a high priority alarm, cassette not attached properly. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion sensors and seals were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.